Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. The customer¿s blood glucose (bg) level was not impacted. The customer cleared the alarm and resumed insulin delivery with no additional occlusion alarms declaring. No troubleshooting was performed due to the occlusion alarm occurring in the past, tandem technical support education the customer on occlusion alarms.